Event description:
The customer reported via phone call that the insulin pump had a blank display without any preceding alert or alarm. The customer's blood glucose was 189 mg/dl. The customer stated that the insulin pump also alarmed bad battery at times as well. She stated that when she cleaned the battery compartment, she would notice that it was yellowish in color. She noted that there was some battery fluid observed when she changed the battery. She stated that the battery cap and battery compartment had dry, white matter or film on it. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display noted. The insulin pump alarmed failed battery test due to corroded battery tube. The insulin pump was unable to perform operating currents, self-test and displacement test due to failed battery test alarm. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.